Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine service the cardiosave intra-aortic balloon pump (iabp) failed software install after executive processor replacement. There was no patient involvement.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had failed software install. A getinge field service engineer (fse) stated after replacement of 8 year old executive processor board unit would not load software or boot up properly. Replacement of the video generator board and executive processor board together corrected the issue. Completed full pm with all measurement details and test equipment documented on order #(B)(4). Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. There was no patient involvement. The nrc received the following parts associated with this complaint: part number: 0670-00-0770 sn (B)(6) part number: 0670-00-0770 sn (B)(6) part number: 0670-00-0770 sn (B)(6) part number: 0670-00-0781 sn (B)(6). These parts were received with a reported unit failure of load b17 software. Performed visual inspection of all parts received and parts looks to be in good conditions. Installed all the parts into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The nrc could not verify the failure of load b17 software for following parts. Part number: 0670-00-0770 sn (B)(6) part number: 0670-00-0770 sn (B)(6) the above parts passed testing. Sending the following boards to the supplier as per procedure number (B)(4). Part number: 0670-00-0770 sn (B)(6) part number: 0670-00-0770 sn (B)(6). The nrc verified the failure of load b17 software for following parts. Part number: 0670-00-0781 sn (B)(6) part number: 0670-00-0770 sn (B)(6). The above parts failed testing. Sending the following boards to the supplier for failure analysis as per procedure number (B)(4). Part number: 0670-00-0781 sn (B)(6) part number: 0670-00-0770 sn (B)(6). The non-conformances with the returned components were confirmed and not confirmed. However, the root cause or the most probable root cause is impossible to be defined and not confirmed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10.

Event description:
N/a.

Manufacturer narrative:
Root cause updated: these parts were received with a reported unit failure of load b17 software performed visual inspection of all parts received and parts looks to be in good conditions. Installed all the parts into the cardiosave test fixture sn (B)(4) and tested to the factory specifications per pn 0002-07-d016 revision c and the cardiosave service manual pn 0070-00-0639 revision q. The nrc could not verify the failure of load b17 software for following parts. Part number: 0670-00-0770 sn (B)(6). Part number: 0670-00-0770 sn (B)(6). The above parts passed testing. Sending the following boards to the supplier as per procedure number 0002-07-d008 rev aj. Part number: 0670-00-0770, sn (B)(6), part number: 0670-00-0770, sn (B)(6). The nrc verified the failure of load b17 software for following parts. Part number: 0670-00-0781 sn (B)(6). Part number: 0670-00-0770 sn (B)(6). The above parts failed testing. Sending the following boards to the supplier for failure analysis as per procedure number (B)(4). Part number: 0670-00-0781 sn (B)(6), part number: 0670-00-0770 sn (B)(6). The following was submitted by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 1 april 2024. Part number: 0670-00-0781 is no longer going to supplier for further analysis. Retaining the part in the failure analysis and testing department per procedure number (B)(4). The following was input by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 26 apr 2024. Fat received pn 0670-00-0770 sn (B)(6) back from the supplier. The supplier stated they replaced components r288, r125, r108, r264, t1, and t3. They did not state what the root cause was. Please see attachments for failure analysis paperwork. Retaining the part in the failure analysis and testing department per procedure number (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The following was input by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 4 june 2024. Fat received pn 0670-00-0770 back from the supplier. The supplier stated they tested the board with no issues found. No specific root cause identified. Please see attachments for failure analysis paperwork. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure number (B)(4). The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.